Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09989. It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0x40, 135cm mustang" balloon catheter was advanced for dilation. However, on the first inflation at 10 atmospheres, the balloon ruptured. The ruptured balloon was removed from the patient completely. Another 6.0x40, 135cm mustang" balloon catheter was advanced for dilatation. However, on the 1st inflation at 10 atmospheres, the balloon also ruptured. The ruptured balloon was removed from the patient completely. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.